Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, by our (B)(6) affiliate, during deployment of a 20mm sapien xt valve in a pre-existing surgical valve in the aortic position it was observed that only the ventricle side of the balloon inflated and not on the aortic side. Inflation was stopped and the valve with the delivery system was pulled back. The esheath was partially inserted and then the delivery system and sheath were removed together. The patient is stable and was transferred for post management care. Of note, the sapien xt valve was not implanted.

Event description:
Of last communication, the patient recovered and was discharged home. The patient plans on having another tavi procedure in the future.

Manufacturer narrative:
Neither the nova flex+ delivery system nor a photo of the device was returned for evaluation; the complaint of inflation difficulty could not be confirmed. Review of the complaint history revealed no similar occurrences related to delivery system. As the device (or photographic evidence) was not returned for evaluation, the complaint could not be confirmed. No anomalies were noted during review of the manufacturing records. Multiple inspections during the manufacturing process make it unlikely that a manufacturing nonconformance was present on the device during use. A review of manufacturing mitigations supported that the delivery system has proper inspections in place to detect issues related to the reported event. Patient anatomical information and detailed procedures performed are not available. A root cause was unable to be conclusively determined for this complaint. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to inflation of the delivery system and proper prep of the device. Review of complaint history revealed that the occurrences rates for this trend did no exceed the control limits for (B)(6) 2016. No corrective or preventative action is required. Reference mfg. Report #2015691-2016-01878.